Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a dialysis catheter. The customer stated: "patient told nurses he had a problem with the catheter. His wife lifted dressing and noticed a small amount of blood. When pt came to dialysis unit for treatment while using his fistula, the nurse pulled the dressing off the catheter insertion site and saw that the catheter laying there. When sutures were cut out, a piece of catheter fell out. Nurse said catheter was severed about half an inch below cuff and exit site was healed over. Ir checked the pt with fluoroscopy and there was no sign of the catheter being in the pt's body. Catheter was not tunneled. Pt's last dialyzed with the catheter in 2008.

Manufacturer narrative:
Per rn: "I visited this facility on march 6th 2008, I spoke with the head nurse at the clinic who stated that this pt has been a non compliant pt. Following the first fluoroscopy, another full body was done but still nothing was found." An investigation is under way. Upon completion, the results will be forwarded.